Event description:
The manufacturer received a voluntary medwatch (mw5103155) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed medication in response to the reported event. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section b5: describe an event or problem captured incompletely in the previous report that should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5103155) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection, severe nasal irritation, and headache. The patient was prescribed medication in response to the reported event.

Manufacturer narrative:
Additional information was received on nov 13 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5103155) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection, severe nasal irritation, and headache.there was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction section h6 was corrected and updated.